Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead.

Event description:
The manufacturing representative through patient reported that they were going to have an interstim implant today, but it was found that patient had an infection at the lead site and in the area where they would have placed the ins, had patient gone forward with implant. The patient did mention having a fall on (B)(6) and patient was tender "back there" and then it was discovered that patient had the infection. Patient had tenderness in the area around their components after their fall on (B)(6). Total system explant was carried out. Patient was being treated for the infection, but caller unsure what the treatment plan was. Patient had trial system removed today. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.